Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). It was reported during a case the staff report the settings jumped from 2 to 10 on the coagulation setting only. It was noted there was no unintended tissue damage reported. It was unknown how the case was completed. It was noted there was no delay in surgery. It was noted there was no patient injury. Additional information from the hcp on march 26th reported the patient was doing fine. The hcp noted the until was changed out with another one and the case was finished.